Event description:
The customer reported being hospitalized with diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer mentioned getting a no delivery alarm. The customer stated that he started feeling sick and vomiting, then he gave a bolus, but his blood glucose did not drop. Troubleshooting was performed, and no damage to the drive support noted. Assisted the caller to run a manual prime test and the insulin did exit. Reviewed the bolus history and found some missing bolus. Programmed a 0.2 bolus, but the bolus was not showing in the history. The customer declined further testing and requested a replacement. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. Multiple boluses programmed during analysis delivered and recorded properly. No bolus anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.